Event description:
Medtronic received information that this transcatheter bioprosthetic valve, implanted one year, had a stent fracture. Another transcatheter valve was successfully placed (valve in valve) with no adverse patient effects.

Manufacturer narrative:
(B)(4): evaluation: method: device history could not be reviewed as no serial number was provided. Results: no product was returned for analysis. Conclusion: cause of event cannot be determined. Analysis: no product was returned for analysis. Conclusion: without product return, no definitive conclusions can be drawn regarding the performance of the conduit or the root cause of the clinical observation.